Manufacturer narrative:
Product analysis #702842434: brief description of complaint: about 30 minutes into the procedure, while debulking a lesion, the electrode on the device tip fractured however remained attached. The generator was set to cut 40 and coag 20. The device was only being activated for 4 seconds at a time. Investigation conclusion: the reported issue was confirmed. The device was cut a few inches from the electrode cage. The device connector and cords were not returned. The monopolar electrode cage is broken; however, it cannot be determined how or when the electrode was damaged. Although the cause of the damage could not be fully determined based upon visual inspection, the condition of the returned device, such that the electrode wire, electrode cage, and the catheter tubing contained excessive amounts of tissue and coagulum buildup, along with degradation of the heat shield, is consistent with extend use time or activation duration and an altered rf energy path to the excess tissue within the opening that may have contributed to the failure. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bronchoscopy procedure, the tip on the corecath device fractured, however remained attached. There was no adverse effect to the patient.